Event description:
It was reported that cartridge alarms occurred during the insulin delivery with multiple cartridges. The customer will continue to use the pump for insulin delivery. Customer¿s blood glucose was 100 -183 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.